Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. No ophthalmic viscosurgical device (ovd) observed in the device. The plunger and lens are advanced into the mid nozzle. The plunger is advanced partially past the lens. The plunger is bent, this typically occurs when the plunger is continuously advanced by pressing the leaver but is blocked by the lens. The lens is crushed and misfolded. The complainant indicates the use of a non-company viscoelastic, which is not qualified to be used with company device. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implantation, the implant did not come out of its injector. There was no impact on patient. The surgeon used another iol (same characteristics) to finish the operation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).